Event description:
I was using an arm and hammer spinbrush pro toothbrush when the head of the brush broke off. It broke off part of a tooth (which now has to be pulled) and cut the inside of my mouth in several places.